Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2017. The patient stated that they called 911 due to feeling lightheaded. When the emergency medical technician¿s (emts) arrived, they checked the patient¿s bg value with a glucometer. It was indicated that the patient treated herself with sugary juice. The patient did not have to go to the hospital. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.